Event description:
(B)(6) reviewed. When the catheter was connected to the cable, the catheter was unable to collect images. Trouble shooting could not solve the problem. The catheter was removed, and a new catheter was used. The new catheter was working properly. No injury to the patient.